Manufacturer narrative:
In the previously submitted report, the manufacturer initially left the reporter country blank. In this report, the manufacturer has updated the reporter country to korea democratic peoples republic. Section e has been updated in this report.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue.